Event description:
Air was injected into the patient during an angiographic procedure. A health care professional at the user facility reported that the patient experienced chest pain the patient was reported to be stable during and after the procedure, and later released from the hospital.